Event description:
Additional information: the patient was reportedly stable and well following the surgery on (B)(6) 2019.

Manufacturer narrative:
Section b5, h9: additional information. Section h4: correction. Manufacturer's investigation conclusion: the report of an outflow graft twist was confirmed based on the communication from an abbott clinical specialist; however, the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. Based on previous complaint history, the outflow graft twist could have contributed to the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. It was noted that privacy laws prohibited the account from providing information regarding the case. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. A corrective action has been implemented to address hm 3 outflow graft twists. (B)(6) was implanted prior to the implementation of this corrective action. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient came to the center due to lvad low flow alarms. The center performed an angio computed tomography (CT) scan and suspected a twisted outflow graft just behind the pump exit underneath the bend relief. The patient was stable. Lactate dehydrogenase (ldh) was elevated. A surgical intervention with revision of the twist was scheduled.